Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 511 mg/dl at the time of the incident and the current was 431 mg/dl. The customer was not admitted into the hospital as a result of the high blood glucose. The customer experiences the nausea headache , ringing of the ear like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The troubleshooting was performed for the high blood glucose under delivery. The customer does not alleges the insulin pump was under delivery. The customer was treated with the insulin pump. The device will not be returned for the analysis.